Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that two incidents occurred on (B)(6) 2026 involving the same patient during the same procedure. During the first attempt to insert a central venous catheter (cvc) into the right internal jugular vein (rijv), the spring wire guide (swg) was manipulated and became lodged at the level of the introducer needle bevel, preventing its removal. As a result, the surgeon removed both the introducer needle and swg together and replaced all components of the cvc insertion kit with another kit of the same reference and lot number. A second insertion attempt was performed using the replacement kit. During this attempt, the patient experienced paresthesia-type pain involving the throat and jaw, and the procedure was discontinued. The cvc was subsequently successfully placed in the right common femoral vein (rcfv) using an insertion kit of the same reference and lot number. It was reported that the patient experienced a hematoma and vascular injury associated with the procedure. The procedure time was prolonged by approximately 1 hour and 30 minutes. A chest x-ray was performed during the rijv insertion attempts to rule out pneumothorax. Follow-up neurological examination performed on (B)(6) 2026 was reported as unremarkable. If additional information becomes available, the complaint file will be updated accordingly associated mdrs include (B)(4).